Event description:
Difficulty with jacket retraction was encountered. Contralateral wire caught on hooks upon jacket retraction which was resolved. A wallstent was placed in the contralateral limb to improve limb flow.